Manufacturer narrative:
Update received on oct 16th 2015: the revision was performed as planned and completed successfully. The stem and the head have been explanted. Cerclage wire has been performed. New cemented stem and head have been implanted. On nov 10th 2015 it was confirmed that neither explants nor xrays were available and that no info about the reason of bone fracture was available as well. Batch review performed on 10 november 2015: lot. 082237: (B)(4) items manufactured and released on sep 23rd 2008. Expiration date: aug 31st 2013. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 10 nov 15 a final report was prepared with the information above reported. On 11 nov 15 it was sent to the initial reporter and the case was closed.

Event description:
The patient has a periprosthetic fracture. The plan is to exchange the stem, head and inlay.